Event description:
The customer reported to olympus, the image of the endoeye flex deflectable videoscope would disappear at an angle. During the inspection and testing of the returned unit, the charged coupled device (ccd) had been damaged, causing the image to appear green. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and an image issue with the device was confirmed. The image was green as a result of the damaged charged coupled device (ccd). The adhesive on the bending section cover was missing, the switch 1 was damaged and not functioning and there was a loose vent on the light guide connector. There was also a rattling at the connection of the insertion tube and the control body as a result of the looseness of the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a damaged charge coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: the customer reported there was noise in the image, not image disappeared at an angle. The image disappearing at an angle was found during device inspection. This supplemental report is submitted to document the correction to the customer's allegation.